Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Section b1 and b2 updated.